Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient was hospitalized for 5 days during treatment with sprint. Per follow-up with a representative in contact with the patient, the patient experienced chills, a fever, disorientation, and tenderness at their lead exit site leading up to the hospitalization. The treating physician reportedly noted redness at the lead exit sites upon examination and suspected the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection. A pet scan and lab work were reportedly performed at the hospital to further characterize the issue; however, the results of these tests were not available at the time of investigation. The patient reportedly received intravenous (IV) antibiotics while admitted and was prescribed oral antibiotics following being discharged from the hospital. It is unclear from the information available whether the patient may have a previous medical history (e.g., history of mrsa) and/or other risk factors that increased the likelihood of experiencing an infection during stimulation treatment. The issue reportedly resolved with no lasting effects and the patient was reportedly able to continue receiving stimulation treatment following discharge from the hospital.

Event description:
Patient checked into the hospital with a fever of 102.5, chills to the point of shaking, disorientation, and tenderness at the sprint lead exit sites in his back. The examining physician reportedly noted redness in the area of the lead exit sites and suspected mrsa. The patient was administered IV antibiotics while admitted and oral antibiotics for use after discharge. He was discharged from the hospital after 5 days and was not able to verify that using the sprint device is what caused his adverse events.